Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014 device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: visual inspection of the pump found no cosmetic damages. It was observed that the battery compartment was cracked from the threads to the base seal. The pump powered up with the appropriate audible and vibratory features. The buttons responded properly. Unrelated to the casing issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.